Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and had dislodged. The lead was successfully repositioned and remains implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.